Manufacturer narrative:
The investigation into the positioning issues and the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. Based on the data analysis, the most likely cause of the positioning issues was a touhy-borst issue. The most likely cause of the access site bleeding was use related. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. Rn went to redress the site and claimed that the touhy borst valve was loose, the catheter slipped back to 93cm and there was increased bleeding at the site. Md at bedside to reposition pump with echo guidance, and the pigtail remained across the aortic valve, md was able to re-advance the catheter back to the previous 96cm and locked the catheter in place. Bleeding subsided with a brief period of manual pressure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.